Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called because of a sensor alert on her insulin pump. The customer's blood glucose level was at 450 mg/dl. Before the customer hung up the phone she mentioned that she was hospitalized in february of this year as well and that she will provide more information about the hospitalization when she calls back. No further information provided.